Event description:
It was reported that; surgery type: l3-4 & l2-3 lateral interbody fusion all issues occurred at l3-4 level which was performed first. 2nd level (l2-3) went as expected without any complications. During insertion of pilot cutter the tip of the cutter was deformed (bent upward) as the cutter was driven forward into the side of the vertebral body. During insertion of the 1st and 2nd blades of the device blades deformed (leading edge bent upward and the top part of the blade sheared completely resulting in blade fracture). The superior blade was left in bone in its fractured state (removal was not possible). The inferior blade was removed after observing significant deformation of the blade prior to complete insertion. The surgical delay associated with blade removal and troubleshooting was approximately 30 minutes. Additionally, having 1 pilot cutter in the national loaners set does not allow for any back-up instrumentation to complete the surgery. This is an easily identifiable inventory issue that compounded the initial product related issue. Fluoroscopic images showing progression of pilot cutter deformation and blade/anchor deformation and fracture are available,

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to be related to the bent of the pilot cutter prior to the anchor insertion.

Event description:
It was reported that; surgery type: l3-4 & l2-3 lateral interbody fusion all issues occurred at l3-4 level which was performed first. Second level (l2-3) went as expected without any complications. During insertion of pilot cutter the tip of the cutter was deformed (bent upward) as the cutter was driven forward into the side of the vertebral body. During insertion of the 1st and 2nd blades of the device blades deformed (leading edge bent upward and the top part of the blade sheared completely resulting in blade fracture). The superior blade was left in bone in its fractured state (removal was not possible). The inferior blade was removed after observing significant deformation of the blade prior to complete insertion. The surgical delay associated with blade removal and troubleshooting was approximately 30 minutes. Additionally, having 1 pilot cutter in the national loaners set does not allow for any back-up instrumentation to complete the surgery. This is an easily identifiable inventory issue that compounded the initial product related issue. Fluoroscopic images showing progression of pilot cutter deformation and blade/anchor deformation and fracture are available.